Event description:
Additional information was obtained from a registered nurse at the customer facility on 04 mar 2010 regarding a colleague infusion pump with the malfunction of inoperable channel select button on the pumphead module c. The nurse making the report (nurse1) explained that a patient came into the emergency room (ER) for cardiac arrest. Another nurse (nurse2) was present in the ER at the time of the event. The patient was connected to the pump where it was programmed in general mode with channel a connected to normal saline and channel b connected to heparin. Both channels were running normally. The saline was running continuous. Nurse1 did not remember what the expected infusion time for the heparin was. Nurse1 tried to run nitro on channel c. However, when loading the tube into the channel, nurse1 stated that the blue slide clamp got stuck about three fourths of the way in the channel and would not release or go in. Nurse1 stated that the nitro was supposed to be set to a couple of drops per minute and would run continuously until the patient got to a different hospital. At the time of the pump malfunction, nurse1 left the room to get another pump. Nurse2 in the room at the time, tried to stop the infusion on channel a and b, but the stop button on the pump head module on both channel a and b was inoperable and would not stop the pump infusing. Also, nurse1 stated that the channel select button on the pump head module a, b and c were inoperable and that the pump would not turn off. Nurse2 was finally able to get channels a and b to open, but nurse1 did not known how this was accomplished. At this time, the ambulance arrived to take the patient to a different hospital to treat the cardiac arrest. Nurse1 stated that the ambulance has their own tubing and pumps so the lines would have needed to be switched out anyway when the ambulance arrived. The customer reported no patient injury or medical intervention associated with the reported condition. Nurse1 stated that the doctor ordered the nitro infusion. However, the patient was never infused with it and that there was no over infusion of both the heparin and normal saline. Nurse1 stated that the device was running on ac at the time the malfunction occurred. There were no failure codes or alarms. The device did not shut down. Nurse1 does not know the current status of the patient since the patient was transferred to another hospital. There was no evidence of possible tampering with the device per nurse1. Uim master software versions with a software configuration (B)(4) will be categorized as unremediated.

Manufacturer narrative:
(B)(4). The customer reported a "channel select key on the pump head module channel c was inoperable" during a conversation that was held on march 4, 2010, in an attempt to get more information regarding this complaint, however the problem could not be confirmed because the pump had already been evaluated by the baxter service depot and shipped back to the customer on march 3, 2010.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the proximal to mid left anterior descending artery. The 3.00x30mm apex monorail balloon ruptured on the third inflation at twelve atmospheres. The balloon was removed intact. The procedure was competed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4). No problems were found with the channel c pumphead module(phm) keypad during product evaluation. Therefore, no repairs to the channel c phm were necessary.